Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: I have just been informed we have a massive problem with bd pro-safety (14 and 16 g) in our theatres. Both blood and fluids are leaking from the port. This is happening cross site (sth and guys), with multiple lot numbers involved and they are present in 15 omnicell cabinets. It will be difficult to sequester the offending items. The mrha has been notified. I cannot stress the urgency of this situation.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. The first photo shows a top web of batch 0144811. The second photo shows a transparent liquid leak from the injection port. The third photo shows the blood leak from the injection port. The fourth photo shows two cannula hubs with different valve positions, one of the valves had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of the nonreported batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: I have just been informed we have a massive problem with bd pro-safety (14 and 16 g) in our theatres. Both blood and fluids are leaking from the port. This is happening cross site (sth and guys), with multiple lot numbers involved and they are present in 15 omnicell cabinets. It will be difficult to sequester the offending items. The mrha has been notified. I cannot stress the urgency of this situation.